Manufacturer narrative:
Notification date for this event was incorrect in the initial MDR and is being corrected. The correct aware date of this event is 2019-06-11. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description. As received, the axium implant coil was found to be detached from the pushwire and not returned. The implant coil detached from the pushwire was not initially reported. Additionally, there was no damaged found to the axium prime pushwire. The axium prime implant coil was found to be broken and detached from the detach element and the polypropylene filament was broken. The coin was found to be located against the lumen stop. As the axium prime implant coil and introducer sheath was not returned for analysis, conformance to specifications could not be confirmed. Based on the device analysis and reported information, we were unable to determine the cause of the coil detachment. It is possible the implant coil became damaged during preparation or due to improper hubbing technique (over tightening) subsequently causing the implant coil to become stuck. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the spring coils could not be pushed from the protective sheath due to resistance. As a result, the coil was replaced, and procedure completed. No patient injury was reported. The patient was undergoing surgery for treatment of an unruptured, saccular, aneurysm with a max diameter of 5.2mm and a neck diameter of 3.7mm. Evaluation of the returned device found that the implant coil was detached and missing from the pushwire.